Event description:
It was reported that the pt had her device removed and replaced due a non-functioning device with subsequent recurrent incontinence.

Manufacturer narrative:
Add'l device info: balloon catalog # 72402105, lot 48930005, mfg: 03/30/2007, exp: 03/2012. Pump catalog# 72402287, lot 508895009, mfg: 07/26/2007, exp: 07/2012. Analysis results indicate device failure occurred. Leak was found in cuff which was due to wear and fatigue. The pump was unable to be functionally tested due to contamination within the system. The balloon performed within specifications. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.